Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the host pc was stuck in the windows boot state and would not enter application mode. Upon troubleshooting it was found that the x-ray pc was malfunctioning due to an issue with the operating system (os) hard disk and the hdd os led (x-ray pc) in the disk bay was permanently off (green led off). The same issue was observed after replacing the new hdd os led (x-ray pc) and despite trying to turn it on (green led on). This indicates an issue with the disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc, x-ray and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (z-1151-2024), which was implemented on this system. Following the replacement of the disk bay, the system was returned to working conditions. To date, no further recurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc failed to bootup completely. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.